Manufacturer narrative:
Additional information was received that the patient underwent a lead revision due to inadequate pain coverage.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that during the revision procedure, the ipg was replaced as the physician suspected device malfunction on the ipg. Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.